Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient¿s healthcare provider found that there was a malfunction with the left device. In order to resolve this, the device was planned to be removed and replaced with a new implant on the right side. The surgery was scheduled for (B)(6) 2017, but the patient was not sure they would be able to continue with that plan. It was noted that the device was implanted, compromised, and not working at the time they provided the information.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral ne rve stim and gastrointestinal/pelvic floor. It was reported that the patient was in a car accident. The patient stated that their symptoms returned a couple of days after the accident. The patient used to only have to urinate every 4 hours, but after the accident they had to go 10 ¿ 12 times a day. The patient realized that the ins site was swollen. The patient is also experiencing neck stiffness and soreness in their arm. The patient moved seven months prior to the accident and does not have a urologist yet in their new state. The patient contacted their old manufacturer representative to ask whether or not they could get an MRI (they could not).

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the return of symptoms, lack of stimulation, burning, and battery coming out was the unit popping out of its pocket and the contact was disconnected, which rendered it useless. They developed an infection and had to remove it from their body. After the car accident, the unit failed completely. Their job in aviation had nothing to do with its failure. Their urologist suggested to remove the device and replace it, but the patient decided to not replace it.

Event description:
Additional information received from the patient indicated that they had to go back to surgery. Their device failed and disconnected. It was noted that he had an x-ray taken. The patient also mentioned that they had a return of symptoms, urge frequency, and had to go to the bathroom. These symptoms started about a week after the car accident. The patient t-boned a lady going 30-35 mph on new years' even around 2-3pm. They started having issues almost immediately after the accident. It started burning and still burns. His battery was checked and was still at 60%. They increased to "7 plus to 8, " and they didn't feel anything. The patient stated that the battery came out of the pocket. They further mentioned that the product failed them. They felt like they weren't going that fast, so the product should still work. They stated that they also were in aviation, so they get under planes. The issues could have happened from the accident or from working on planes. There were no further complications reported as a result of this event.

Event description:
Additional information was received from the patient and it was reported that the patient notified a healthcare provider (hcp) and the hcp examined and determined that he would need to replace the implant. The patient reported that x-rays were taken and tried to reprogram implant, checked battery life and assumed the connections were disconnected or compromised from an accident that occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.